Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report is identified as: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the bent left side frame.

Event description:
Dealer states the left side frame is bent, and she does not know how it got bent or any other details.

Event description:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report is identified as: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the bent left side frame. Dealer states the left side frame is bent, and she does not know how it got bent or any other details.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.